Event description:
Additional information was received from the patient's physician on 02/16/2012 where she stated that the patient's seizure control has improved since generator replacement.

Event description:
The explanted generator has been returned and is currently undergoing device evaluation.

Manufacturer narrative:
Device available for evaluation? If yes, returned to manufacturer, supplemental report #2 did not include information that the generator has been returned for analysis. That information is captured in this report.

Event description:
It was reported via clinic notes dated (B)(6) 2011 and received on (B)(6) 2011 that a patient had experienced several breakthrough seizures (about 3 per month). The patient had previously been seizure free but was noncompliant with office visits and was lost to follow up from (B)(6) 2009 to (B)(6) 2011. The patient's seizure will typically occur during the patient's menstrual week however adequate treatment of the patient's menstrual cycle has not reduced the seizures. The patient's settings were adjusted and the patient was to follow up with the physician in four months unless there were persistent seizures. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history and battery life calculation performed.

Event description:
Product analysis of the explanted generator was completed on (B)(6) 2012. The generator was found to be at end of service as the result of normal expected battery depletion. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received from the physician on (B)(6) 2012 where she indicated the seizure increase was not above pre-vns baseline seizure frequency. There were no causal or contributory programming changes, medication changes, or other external factors that preceded the onset of the increase. The patient has one type of seizures which are mild brief complex partial seizures. When asked for the believed relationship of the seizures to vns, the physician indicated that she believed it was due to end of service, however, there was no indication in the clinic notes that the device was at end of service at the time the seizure increase occurred. The generator was subsequently explanted and replaced due to end of service. Good faith attempts to see if seizure control has improved post generator replacement have been unsuccessful to date.